Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 400 mg/dl. At the time of incidence. Customer reported that they received motor error. Customer was unable to describe what type of damaged occurred to drive support cap. Customer was able to rewind insulin pump but did not performed self-test. The insulin pump will be returned for analysis. Frn-mmt-unk, unomed set.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. The drive support disk was inspected and no anomaly noted.